Event description:
The hosp reported that a hydration solution was ordered for a pt. The pharmacist used a baxa corporation, compounder and associated software to prepare the solution bag. The solution was ordered to contain an unspecified amount of dextrose and 7meq of sodium chloride. The order was mistakenly entered by the pharmacy as 7 gm percent rather than 7 meq. This resulted in a significant overdose of sodium chloride and a hypertonic solution. The hosp delivered this solution to a pt and the pt was reported to have died. The hosp was unable to provide specific info concerning the age of the pt or date of death. The hosp neglected to utilize one of the safety features of the software. Warning limits can be set in the software to prevent this type of occurrence. In addition, the system provided a tpn bag label that clearly reflected the order as entered. The hosp staff failed to identify the risks associated with delivering this admixture or did not review the labeled contents. The director of pharmacy at the hosp indicated that they did not see a product defect in the co's product, and that this was clearly a user error.